Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. It was also reported that the customer removed the reservoir from the insulin pump, and noticed that insulin leaked from the reservoir. Nothing further was reported.